Event description:
Report received of a tubing disconnection resulting in blood loss. The customer contact reported that the extension set disconnected from an unspecified peripheral IV catheter during a tpn infusion. It was unknown how the disconnection was discovered. The patient's blood glucose level was reported to not have changed. The patient did experience an unspecified amount of bl0od loss. The extension set was replaced with a new extension set. There were no reported adverse patient effects.no medical interventions were required. Though requested, no additional information was provided.